Event description:
A pericardial effusion (pe) occurred. It was reported that versacross connect laac access solution was selected for a left atrial appendage (laa) closure procedure was performed under transesophageal echocardiography (tee) guidance. Baseline imaging showed an ostial width of approximately 15 to 20 mm. Transseptal puncture was performed using a versacross connect system through a watchman trusteer access system (was) with a low anterior puncture due to anatomy. After angiographic assessment of the laa, a 35mm watchman flx pro closure device and delivery system (wds) was selected due to measurements closer to 30 mm at the proximal posterior pectinate. The wds was deployed; however, the device appeared slightly proximal with approximately one-third of the shoulder on the posterior mitral aspect and compression of approximately 17 percent. After release, the closure device was observed to shift proximally and no longer met stability and seal criteria. The decision was made to retrieve the closure device. Retrieval was attempted using a steerable non-boston scientific sheath and snare system. During retrieval attempts, the closure device moved further proximally, and a small pe was noted on tee. A second retrieval attempt was successful, and the closure device was removed using a non-boston scientific sheath and snare. The procedure was aborted with no device implanted. The pe was located near the apex and remained small without hemodynamic compromise. Heparin was reversed with protamine, and the pe remained stable and slightly decreased after observation. No intervention was required. Follow-up tee the following morning showed no significant change. The patient remained stable, fully recovered, and was discharged the next day.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.